Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to experiencing a high blood glucose (bg) level of 780 mg/dl and high ketones. The customer was treated with intravenous saline and insulin, and was released from the ICU on (B)(6) 2020 with no permanent damage. The cause for the reported issue was unknown. There was no pump or supply issues identified during troubleshooting with tandem technical support.

Manufacturer narrative:
Device not returned.